Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients' details were not crossed over. A technical support specialist advised the admission team to readmit the patient's status to resolve the issue. The system functioned as intended after the technical support specialist investigated the device. Initial reported facility name: robert wood johnson university hospital new brunswick

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue in which the multiple patients were not crossing over. The customer reported that the nurse had to add a temporary patient to pull out the meds. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.